Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The nurse reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was around 40 mg/dl at the time of incident. The customer's blood glucose was 91 mg/dl at the time of call. The nurse stated that the low blood glucose was treated with carbohydrates. The nurse stated that they found that the insulin pump gave insulin that was not programmed. The nurse declined to troubleshoot. The insulin pump will not be returned for analysis.